Event description:
Caller reported discrepant results on one pt compared to lab: pt inratio=2.2; later in day tested at lab prior to a procedure, inr=4.0. Later that day, lab tested again, inr=4.9. No change in dose. No signs of bleeding, etc. Due to high inr. Last year correlation performed with lab with good results (1.0 vs 1.1, 2.7 vs 2.5).

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009 1) inratio: 2.2, reference: 4.0, mean: 3.10, confidence limits: 1.9-4.6; 2) 2.2, 4.9, 3.55, 2.2-5.3. Last year: 1) 1.0, 1.1, 1.05, 1.0-1.5; 2) 2.7, 2.5, 2.6, 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.